Manufacturer narrative:
(B)(4). Investigation summary: baxter received one sample for evaluation. A visual inspection on the unit showed no signs of physical abnormality. A functional flow rate test was performed on the unit and the flow rate was fund to be within specification. The reported problem was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor underinfused during patient infusion of fluorouracil and glucose. The initial fill volume and expected infusion time were not specified. The reporter stated that when the patient returned to the hospital, there was a resting volume of ¿+/- 5 cc¿ inside of the device. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned and is currently in the process of being evaluated. Should additional relevant information become available, a supplemental report will be submitted.